Event description:
The customer reported a "pediatric" pt who experienced "acquired colitis" after an endoscopic procedure with an olympus scope processed in the aer with cidex opa. No add'l pt info was provided. The physician reported that he believed that this was "indicative of opa being left in the scopes after processing in the aer." The customer reported that they are not performing an alcohol flush after each wash and disinfect cycle as recommended by the user's guide. Attempted to contact the customer for further info but the customer was not available. Awaiting the report from the asp field svc engineer (fse).

Manufacturer narrative:
Awaiting fse eval of unit.